Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529,h3,h6) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant was blacking out and not driving. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6), rev. 1 h2-3) a manufacturer representative (rep) went to the site to test the imaging system. The pendant was replaced and the system performed as intended. Firmware was changed to the right version. Codes: b01, c07, d02 h2-3) the pendant (product ID: bi71000529) was returned to the manufacturer for evaluation. After functional testing, performance te sting, and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the pendant had mechanical failure. The pendant laminate was lifting/bubbling up from around the keys and the face of the pendant. Codes: b01, c07, d02 h2) please see section e. For further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.